Event description:
This is reported for a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a patient was presented with grade 4+ degenerative mitral regurgitation (mr) with a broad eccentric jet due a posterior leaflet flail. The first clip was implanted at the medial jet, targeting the flail. A second xtw mitraclip was implanted lateral to the first clip. The xtw clip was deployed per instructions for use (IFU), and leaflet insertion and assessment was done. After deploying the xtw clip, a single leaflet device attachment (slda) occurred. The device was detached from the posterior leaflet. The physician attributed the slda to frail leaflets and the flail. A third clip could not be implanted, as it was difficult to grasp due to a lack of leaflet tissue and an increased flail gap. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to patient anatomy. The reported unchanged mitral regurgitation was a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.